Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and discovered a hole in the tubing through pinch valve pv45. Pinch valve pv45 controls the delivery of stabilyse to the differential mixing chamber. The fse replaced the tubing and the instrument ran without any leaks. The repairs were verified per established procedures. The cause of the leak was a hole in the tubing through pinch valve pv45. (B)(4).

Event description:
The customer reported to beckman coulter (bec) a leak inside the coulter lh 750 hematology analyzer. The volume of the leak was about 4 ounces and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves, goggles and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No discrepant patient results were generated as a result of this event. There was no death, injury or change to patient treatment.